Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. No UDI information is available; the device was manufactured before UDI implementation.

Event description:
Arjo was notified about an issue related to the carevo shower trolley. During the device inspection performed by an arjo representative it was found that right side support handles were broken off. The circumstances of malfunction occurrence are unknown. No patient involvement and no injury were reported.